Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and low blood glucose. Customer's blood glucose level went as low as 38 mg/dl and as high as 249 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer felt their basal rates did not function properly. Customer advised the device properly delivered insulin but their active insulin was only 0.3 while their basal was from 12a to 4a. Customer advised they had pre-dawn phenomenon and needed to take higher basal during that time. Customer was advised to follow up with their healthcare provider in regards to basal rate changes. Customer performed the self-test and passed. Customer advised they would call back to perform the high pressure test and needed to get to work.